Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during a case, the unit had a ventilator failure. There was no reported patient injury.

Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. According to the logs, the case started with the anesthesia machine running on battery power. After approximately 1.5 hours, the ventilator turned off due to discharged batteries. It was further noted that several of the hospital main plug outlets were nonfunctional. It appears the anesthesia machine was connected to an ac mains plug that was nonfunctional. The anesthesia machine was checked and found to function within manufacturer¿s specifications. The reported complaint appears to be due to a user error.